Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with amikacin injection (250 mg, route and frequency were not reported), vancomycin (500mg, route and frequency were not reported) and meropenem (intravenous, and frequency were not reported) for a fourteen day treatment course. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available at the time of this report.